Event description:
The malfunction of the heat exchanger was detected at the end of the procedure during depriming by mr. (B)(6). "Suddenly, a surge of blood occurred." According to the chief perfusionist's statement, no patient harm has been observed or noted so far, to the best of their knowledge.

Manufacturer narrative:
In-depth analysis will be performed to understand the roote cause of the problem encountered, as soon as the complained device will be available for investigation. Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.

Event description:
Heat exchanger damage. The malfunction of the heat exchanger was detected at the end of the procedure during depriming by (B)(6). "Suddenly, a surge of blood occurred." According to the chief perfusionist's statement, no patient harm has been observed or noted so far, to the best of their knowledge. Contamination of the hoses and (B)(6).

Manufacturer narrative:
Final leak test data collected during production have been analyzed and demonstrated the compliance of the device with respect to acceptance criteria. Nevertheless, preliminary analysis already performed on the returned device confirmed the presence of one hole in the metal sheet, in an area where the knurled pattern angle changes.the eds spectroscopy analysis showed no traces of chlorine related to corrosion products. At the same time, eds analysis revealed the presence of coating spread all around the defect. Additional investigations are ongoing to better characterize the defect and to identify the root cause of the hole formation. Therefore an additional follow-up communication will be done after completion of investigation activities.